Event description:
It was reported that during a shoulder arthroscopy, glenoid repair the surgeon was using a bioraptor knotless suture anchor. The surgeon attempted to insert four anchors from lot 50427814 and one anchor from lot 50439900 ((B)(4)). A 2.9 spade drill with the appropriate 2.9 drill guide was used to prep the site, upon inserting the anchors the anchors came out of the bone with the inserter. The surgeon drilled a new bone hole after each anchor pulled out. Original bone holes were not used and were left unfilled. Surgeon was able to successfully implant 1 anchor. However, the surgeon indicated he would have implanted 2-3 implants, had everything gone as planned.

Manufacturer narrative:
(B)(4).